Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump was not delivery insulin. Troubleshoot was performed. Customer did not receive any insulin during night even thou customer attempted to delivery several bolus doses. Customer stated that the insulin pump did have any insulin. Furthermore, insulin pump delivered 15 units out of 50 units. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit received was not stuck in the manufacturing mode. Insulin pump passed the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was programmed 2.0 units fill with water filled reservoir. The water did exit the infusion set. Unit passed the dat test. Unit was downloaded carelink pro properly and carelink report does not show anything on (B)(6) 2017 at 16:20:29. Unit programmed two temp basals of 35 u/hour. The basals were delivered and recorded properly in basal review screen. Unit was received with partially detached reservoir tube retainer, scratched case and minor scratched lcd window.